Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received low scan results on the adc device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced dizziness, weakness, and a loss of consciousness, and was unable to self-treat. A healthcare professional obtained an unspecified laboratory readings administered unspecified treatment for the issue. There was no report of death or permanent impairment associated with this event.